Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and exchange from textured to smooth implant due to the patient's concern with the product. Device was explanted. Healthcare professional later reported "device was discovered ruptured during the explant surgery".

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and exchange from textured to smooth implant due to the patient's concern with the product. Device was explanted. Healthcare professional later reported "device was discovered ruptured during the explant surgery".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/ IV.